Event description:
It was reported that there was high impedance greater than 2500 ohms and the lead was found to have no capture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.